Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see medwatch 2032227-2014-14029, under which the incident was originally reported.

Event description:
The customer reported that he experienced a blood glucose of 47 mg/dl while calling in about a broken belt clip for his insulin pump. Nothing further was reported.